Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.

Event description:
It was reported that during an index trauma surgery, the drill bit broke while drilling into the patients' bone. All of the fragments were retrieved from the patient.